Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the scar. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pod's cannula was causing them to have severe scarring. It was also reported that the site has a rash due to the adhesive and that the site is painful.